Manufacturer narrative:
The insulin pump passed the self test, restart error test and displacement tests. No unexpected error alarms were noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported the insulin pump was experiencing an unexpected restart. Customer's blood glucose was 180 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.